Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Removal number: z-0955-2020.

Manufacturer narrative:
(B)(4). Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, and fading serial number label.

Event description:
Information received by medtronic indicated that the reservoir lip ring was detached and came off. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.